Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving "error 4" and "error 5" messages. The patient tests his blood glucose 5-10 times a day. He takes humalog insulin via an insulin pump. He takes a basal rate of the humalog insulin as well as bolus dosages based on his meter readings. The patient indicated that the alleged meter issue started on the same day, at 9:30 am. At an unspecified time later that same morning, the patient stated that he must have suffered from "hypoglycemia." He could not recall what events occurred or what actions were taken after the meter issue began and before he developed symptoms. The patient mentioned that he was "incoherent" and was "unable to understand directions" given to him by his wife. The patient's wife treated him with food which helped to relieve his symptoms. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. During troubleshooting, the reporter meter issues were resolved with troubleshooting. The patient was able to retest using a new vial of test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.